Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Height: 170 cm. Investigation: the shaft of the instrument is completely bent and the plug is cut off and missing. An analysis of such a destroyed instrument is not possible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this product at hand. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rationale: without further knowledge about the circumstances, with the instrument completely damaged and with the lack of information, the definitive root cause cannot be reliably determined. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage); blood clotting disorder (patient); cutting before the end of sealing cycle signal (usage). All instruments were tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded.

Event description:
It was reported there was a problem with coagulation resulting in bleeding intraoperatively. The reporter indicated that during a laparoscopic total colectomy the surgeon was attempting to mobilize the colon and seal the vessel and tissue of the mesentery and omentum using a caiman instrument. The vessel to be sealed was dissected and fully visible. The instrument did not coagulate the tissue and bleeding occurred. The generator displayed an acoustic warning message. There was no surgical delay reported and the surgeon elected to replace the caiman instrument with another bipolar instrument and was able to coagulate the vessel and control the bleeding without problems.